Event description:
The scoop transtracheal was implanted pursuant to MFR's recommendation on (B)(6) 2011. On evening of (B)(6) 2011 the pt complained of some tightness and swelling in his face and neck, which he felt was caused by the chain collar. The chain collar could not be expanded and was replaced by a nurse with a soft commercial holder. On the morning of (B)(6) the pt sat up and began to rapidly desaturate, arrested and died. No autopsy was performed but the physicians believe the catheter had migrated to the soft tissue planes resulting in pneumomediastinum and generalized tissue emphysema.